Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the "2dlf" would not expose. The manufacturer representative called in to report that they went to do a "2dlf" spin but the loading bar would not fill up all the way. Then the system would not expose and the bar would go away. They did the "2dlf" calibrations and issue remained. Troubleshooting was performed with technical service on the phone and they suggested rebooting the system. After that the "2dlf" worked. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000893. H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.